Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca#3). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and there was no patient injury.